Event description:
Further information was received indicating the patient "did not like semi rigid - uncomfortable".

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had his spectra removed and replaced with an inflatable penile prosthesis due to patient dissatisfaction. No patient complications were reported in relation to this event.